Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were having issues with their implantable cardioverter defibrillator (ICD) and suspected that in error only one lead was connected. The patient reported shaking, feeling ¿shocky¿, and dizziness. The patient was hospitalized, and the ICD and right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.